Event description:
The customer reported that while the iabp was in use on a pt, the iabp stopped pumping. The customer pressed the iab fill key but pumping did not restart. The customer rebooted the iabp and pumping restarted. Therapy was continued and completed with no further issues. No pt injury was reported.

Manufacturer narrative:
The company representative replaced the drive manifold assembly (part number 0014-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer.